Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose as wanted to check setting as high blood glucose was unexplained. Customer's blood glucose was 508 mg/dl. Customer did not allow troubleshooting as she was upset only wanting to verify settings. Customer was advised to contact healthcare professional regarding settings. Customer hung up the phone. No further information provided.